Event description:
I went to the hospital with lower abdominal pain, vaginal pressure and anal pressure. After a cat scan and other test, I was told I had a bladder, kidney and was septic. I also had 2 abdominal staph abscesses. After 6 days in the hospital, I went home on IV antibiotic for 15 day then had a partial hysterectomy. The results where that the staph infection started in my fallopian tube where essure was placed. I am now scheduled for a full hysterectomy next tuesday due to severe pain on my other side and back. (B)(4).